Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney that allegedly the patient was implanted with an unknown stryker right hip on (B)(6) 2018 and underwent revision surgery on (B)(6) 2018 due to dislocation.